Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that far field r-wave (ffrw) oversensing with atrial events falling into blanking were noted during pre-discharge device check. Unnecessary atrial pacing and delayed ventricular pacing were also noted on the implantable pulse generator (ipg). The right atrial (ra) lead and ipg remain in use. No patient complications have been reported as a result of this event.